Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. The pigtail and ac adapter lemo connector did not connect due to the ac adapter lemo connector being damaged. The ac adapter lemo connector was missing the c-shaped spacer on the connector groove slot. The ac adapter lemo connector pin 1, 4, and 5 were burnt, and pin 2 and 3 was burnt/melted. Carefusion scrapped the ac adapter after failure analysis.

Event description:
It was reported to carefusion that the customer was unable to connect the pigtail to the ac adapter. While in service, it was discovered that the unit had a burnt pin. This reportable issue was discovered while in service, therefore there was no patient involvement.